Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. Before use on the pt, the unit would not engage the handpiece once it was correctly connected to motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 07/10/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.